Event description:
A report was received that the patient underwent an explant procedure with an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure due to lack of coverage due to lead migration. No malfunction suspected. The patient was doing great following procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that during product analysis, several contacts were missing from the lead. The missing contacts were not confirmed inside the patient's body under fluoroscopy. Sc-2218-70 (sn (B)(4)) the device passed photographic test performed. Visual inspection revealed that electrodes # 1, 2, 3 and 4 are missing from distal end. Sc-2218-70 (sn (B)(4)) the device passed visual and photographic tests performed. The lead is intact and no parts of it are missing. Sc-1110-02 (sn (B)(4)) the device passed electrical test performed. It was reported that device was explanted because of lack of coverage due to lead migration. It was reported that electrocautery was used during the explant procedure. The analog integrated circuit (aic) was damaged and it resulted in the rapid battery depletion post explant. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic. Reference (B)(4).

Event description:
A report was received that the patient underwent an explant procedure with an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure with an unknown reason.